Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had damaged broken output connectors. It was also indicated that the epg had other damaged external components. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had damaged broken output connectors. The epg was returned for service. There was no patient involvement.